Event description:
While treating a pt, (age and gender unknown) the device self-discharged 30 joules to the pt while clinicians were performing CPR. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.